Event description:
It was reported that the device loses power while powered on. The issue was discovered during testing. Evaluation of the returned device found the upstream occlusion seal was buckling/dented and the air in line detector was dented.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. The reported issue was not confirmed as the device powered on and was functioning normally. Visual inspection showed the upstream occlusion (uso) seal was buckling/dented and the air detector was dented. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The uso seal and air detector were both replaced.